Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, infection, seroma, extensive severe adhesions, excision of mesh, abscess, and recurrence. After the original procedure additional surgeries were performed, including removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced severe pain, infection, seroma, extensive severe adhesions, abscess, small bowel obstruction, and recurrence. After the original procedure additional surgeries were performed, including removal of mesh.